Manufacturer narrative:
The sodium electrode lot number was ecj68 with an expiration date of 17-may-2026. The chloride electrode lot number was dyu18 with an expiration date of 24-feb-2026. The field service engineer found there was contamination of the sipper flowpath, and there were crystals found in the system wash. He performed ise flowpath cleaning, cleaned the system wash station, and checked the sample probe adjustments. He ran calibrations, qc, and precision testing, which all passed. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The repeat testing was performed on another cobas pro ise analytical unit. The initial sodium result was 155 mmol/l, and the repeat result was 141 mmol/l. The initial chloride result was 117 mmol/l, and the repeat result was 105 mmol/l. The repeat results were believed to be correct.